Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the dcs during positioning and a number of others. In this case, most likely was due to patient anatomy as patient with horizontal aorta was reported. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve through a horizontal aorta, the valve was implanted deep at less than 12mm. A second transcatheter bioprosthetic valve was implanted valve in valve resulting in mild pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.